Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned unk plates and screws. The products show signs of attempted use including heavy marking and scratching on the product surface. Further analysis of the unk 10-hole plate has fractured. The unk 8 plate hole and unk screws are intact and do not show any defects. A fracture analysis was not conducted on the fractured plate as the plate show signs of bending to conform to the patient's anatomy. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: operative plates and screws are present at the 7th and 8th ribs. The 7th rib plate is fractured with a fracture nonunion at the central plate. There is wide separation between these two ribs and an oblique bridging bone extends between the ribs medially with an apparent ununited 8th rib fracture not associated with the 8th rib plate. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint cmp (B)(4). D10 ¿ medical products item# ni, lot# ni, unknown ribfix blu 8 hole. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent an initial procedure. Subsequently, the patient was revised due to clicking and popping, lung herniation, and implanted plate fracture. All plates and screws were removed during the revision, and the patient was implanted with a bridge.